Manufacturer narrative:
Findings: pump received with severely scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on their insulin pump making it difficult for the customer to read the screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.